Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30487526m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 80 years old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. When ablating left pulmonary vein (lpv) there was steam pop. After that, vital signs did not change, the procedure was continued. After the procedure was ended, cardiac tamponade was confirmed by sound star and a pericardiocentesis was performed. After admission to the intensive care unit (ICU), additional drainage was performed, but it was removed the next day and the condition improved. The drainage blood color was bright red. There was no pericardial effusion before admission. The physician¿s commented that blood pressure was low from the start of the case. It is not known whether steam pop is the direct cause of pericardial effusion. The physician commented that the cause of the cardiac tamponade was unknown. Prior to noting the CT ablation was performed. It was not reported the catheter was used inappropriately not according to the instructions for use (IFU). It was not reported extended hospitalization was required. The patient was reported as improved. Steam pop is not MDR-reportable. However, since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.